Event description:
The iab was inserted into the pt on 4/14/96 at approx 0515 for intractable angina, awaiting coronary artery bypass graft surgery. An alarm sounded from the pump. The initial nursing assessment was: decrease augmentation, decrease afterload, no line kinks, no blood in tubing. The iab was refilled and iabp continued but the alarm sounded again. Then at 1145 the same day, the pt had abdominal pain and pink fluid was noted in the tubing. (Co received this report via the mandatory medwatch form from the user facility; uf/dist report #2600-320000-1996-0015). The iab was not returned to co for evaluaiton. The iab was discarded by the facility. Another iab was not inserted because a hematoma developed at the insertion site after the balloon was removed.